Event description:
It was reported that during a da vinci-assisted unspecified surgical procedure, the sureform 60 stapler instrument installed with a green sureform 60 reload experienced a stapling issue. When the stapler instrument was fired, tissue was pushed and not properly cut during construction of the gastric tube 5 to 10 minutes into use. The issue occurred when the blade of the sureform 60 stapler did not cut through the stomach tissue during the stapling process, instead pushing the tissue out of the jaws. The gastric tube could not be primarily tightly applied. The surgeon had to over-sew the gastric tube. No bleeding was observed. The procedure was completed using a back-up sureform 60 stapler instrument. The procedure was delayed by 20 to 30 minutes. Post-operatively, the patient experienced a thoracic lymphatic fistula, which resulted in a subsequent revision procedure. The surgeon is concerned that this event will cause potential suture insufficiency of the gastric tube as a long-term complication. The green sureform 60 reload was chosen based on stomach tissue thickness. Malformed staples were observed. The stomach tissue had been subjected to chemotherapy prior to the procedure due to esophageal cancer. The surgeon believes a stapler malfunction caused the intraoperative complication. The surgeon did not encounter any obstacles such as clips, staples, or other hard material between the instrument jaws. There was no tension or tissue bunching. No buttress material was used.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The sureform 60 stapler instrument and reload involved with this event have not been received for failure analysis evaluation. Review of the stapler logs showed that a sureform 60 stapler instrument (lot #l16230223-0163) was installed on the system three times and fired three green reloads. On each install, all clamp attempts were successful, and the firings were completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failure per the logs. There were no errors in the system logs. Review of the system logs was performed, and no relevant errors were observed.

Manufacturer narrative:
On 06-nov-2023, the following additional information was obtained: the sureform 60 green reload has been received and investigations completed. Failure analysis investigations confirmed and replicated the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure during in-house inspection. Common causes of this failure mode are typically attributed to various factors. These factors may include instrument damage, particularly in the wrist area, tissue condition (e.g., disease state and density), and foreign objects (e.g., metal clips) that can cause stapler firing forces to exceed the prescribed limit and subsequently result in a partial fire. Additionally, the reload was found to have mechanical indentation damage to the blade. The reload was found to have lodged staples. The lodged staples were wrapped around the exposed blade. The reload was found to have cartridge damage along the knife track where the exposed blade stopped. No missing material. The sureform 60 stapler instrument has been received and investigations completed. Failure analysis investigations did not confirm nor replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The firing test was performed twice in different orientations of the distal end. The instrument clamped, fired and unclamped without any issues both times. A review of the logs showed no errors.

Event description:
Refer to h10/h11 for follow-up information.